Event description:
It was reported that, "dr. (B)(6) inserted the aviator plate with 4 screws. Upon locking the plate, one of the locking cams would not turn all the way. He then noticed that the spring bars on the plate were bent already. He explanted the plate and used a new plate that the bars were not bent on. Locked just fine and closed. After the case, I went through the rest of the plates in the set and found another plate with the locking bars bent."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.